Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the laser was not working. The camera was replaced. The system then passed the system checkout and was functioning as expected. The positioning sensor unit (psu) was returned to the manufacturer for analysis. Through functional testing, visual/physical examination, and proceduralized device testing the issue was confirmed. There was an electrical failure with the psu. The laser on the returned psu was inoperative whether the psu was powered up or not. A check of the event log showed intermittent laser battery voltage low messages dating back to feb 2018. The psu also failed an accuracy test (aak) at .43 mm with a passing threshold of .35 mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The psu was sent to the vendor for analysis. Vendor analysis found that the customer fault description was confirmed and isolated to a faulted component on the mainboard. The mainboard was replaced followed by extended pyramid volume recharacterization. Unit passed outgoing product testing. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera laser pointer was not working. There was no patient present when this issue was identified.